Event description:
Additional information was received regarding the reported event. The suspected piece of the device was removed successfully on (B)(6), 2026. The device was removed through a percutaneous cystostomy procedure performed by two urologists. The doctor stated the patient would have a catheter for two weeks following the procedure. The piece was determined to be the tip of the rotating resectoscope inner sheath. The initial procedure in which the tip detached was reported to be a transurethral resection of a bladder tumor that was performed on (B)(6) 2025. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the reported event. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a follow-up cystoscopy procedure was done on a patient in which the physician found a very odd-looking cylinder encrusted with stone. It was suspected to be a 25 fr resectoscope inner sheath beak within the patient. It was reported the patient was pending removal of the suspected piece on (B)(6) 2026. The charge nurse believed they would try to remove it with graspers first, and if that did not work the patient would need a cystotomy procedure to remove the suspected item. Additional information about the removal of the device piece has been requested, however no further information has been provided at the time of this report.